Event description:
(B)(6) - the dealer reported that the 65100r-jr rollator right front leg and wheel broke during use, resulting in the patient falling and hitting her left shoulder. There is no report that the patient needed or sought medical attention.